Event description:
Pt had a tunnelled dual lumen purple power line inserted on (B)(6) 2017. Catheter started to leak at the site. Pt returned to ir for catheter check on (B)(6) 2017. Catheter was exchanged for same type of catheter. The catheter that was removed was fractured below the cuff. Manufacturer: please note that we do not send products to the MFR, but you may arrange for pick-up by sending an e-mail to the address below.